Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A64626) inserted for female sterilization. The patient's medical history included abnormal glucose tolerance, amenorrhea, bleeding menstrual heavy, fever, pelvic pain female, uterine fibroid, foreign body in uterus, any part, uterovaginal prolapse and pregnancy. Previously administered products included for an unreported indication: depo-provera and ibuprofen/tylenol. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy,uterosacral colpopexy, cystoscopy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: trailing coils: left :2 right 3. Lot number:a64626; manufacturing date: 2012-10; expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is being submitted retrospectively following an internal review. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A64626) inserted for female sterilization. The patient's medical history included abnormal glucose tolerance, amenorrhea, bleeding menstrual heavy, fever, pelvic pain female, uterine fibroid, foreign body in uterus, any part, uterovaginal prolapse and pregnancy. Previously administered products included for an unreported indication: depo-provera and ibuprofen/tylenol. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy,uterosacral colpopexy, cystoscopy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: trailing coils: left :2 right 3. Lot number: a64626, manufacturing date: 2012-10, and expiration date: 2015-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-may-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.